Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. The history files were investigated. It was possible to detect two air alarms in february.. The sample was subjected to a visual and functional examination. During the visual investigation no damages could be detected. A functional test was perfomed. The self test was successfully finished and it was possible to bring the pump in operation. The downstream sensor was checked and the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. Further a special functional test of the air sensor was performed. Air bubbles were injected into the infusion line and detected from the device. All values according to the specifications of the technical safety check (tsc). During the disassembling the device residues of liquid could be detected. No visible damages could be found. The complaint could be not confirmed. During the performed test of the air sensor no deviation could be detected. The pump operate within our specification.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany): "no air alarm" device did not recognized air in infusion line and did not alarmed.